Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for proximal femur fracture with tfna fenestrated screw. While the surgeon was inserting the tfna fenestrated screw, the guide wire had not been inserted, so the tfna fenestrated screw was temporarily removed. When the surgeon checked the tfna fenestrated screw that it was confirmed that the outer edge of it had peeled off in the form of a wire. The surgeon determined that the condition was not normal, and a spare screw was used. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the tfna scr perf l90 tan was stripped from the cutting edges. There is no indication that a design or manufacturing issue has caused the complaint condition, and hence the root cause cannot be determined based on the evidence provided. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables and anatomical considerations. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna scr perf l90 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the threads were damaged stripped. A fragment of the threads was also peeling apart. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna scr perf l90 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument. Manufacturing date: 03-oct-2024. Expiration date: 01-sep-2034. Part number: 04.038.190s, tfna fenestrated screw 90mm -sterile. Lot number: 36197p4 (sterile) lot quantity: (B)(4). Nonconformance noted: n/a. A manufacturing record evaluation was performed for the finished device with batch number 36197p4. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. Corrected: g1. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.